Event description:
Chemomate did not entirely empty, shorting pt 5cc of 5fu out of 44cc. Chemomate left on 3 hrs longer than when it was to have been than when it was to have been infused and no more movement was noted. When left overnight for 15 more hrs, it had expelled rest of med into a hooked up syringe. Dr notified of pt's shortage of med and no order to makeup dosage at this time.